Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported the machine is not switching on. There was no report of patient involvement.